Event description:
Consumer claims needle broke off in her arm. Consumer made three different visit to dr was told problem was a pulled muscle. On the final visit dr x-rayed arm found needle embedded in arm. Dr did not remove needle because consumer has a sugar problem.